Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the patient had an asr left hip which has been revised. The reason for revision is unknown. Update 26-may-2017: medical records received. The medical records were reviewed for MDR reportability, there is no new information. This complaint was updated on: jun 21, 2017.

Manufacturer narrative:
This product was reported in error. Product was reported previously which makes this duplicate. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.